Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted prematurely due to high threshold measurements on the left ventricular (lv) lead. The ICD was explanted and replaced while the lv lead was programmed to a different pacing vector in which a lower threshold was obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted (B)(6) 2007; 4574 lead, implanted (B)(6) 2007. (B)(4).